Manufacturer narrative:
The customer reported the device remained in the patient, the stent delivery system was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Study event. Device malfunction: stent jumped/partial lesion coverage. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent "jumped" and a second stent was placed to achieve complete target lesion coverage. The lesion was described as heavily calcified, 95% stenotic. There were no reported adverse patient sequelae, and the patient was discharged to home the next day. Though requested, no additional information available.